Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for 6 patients when compared with results generated from the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system with the retest results from an unknown platform or from another cobas® liat® system. These 6 patient samples generated positive sar-cov-2 results when initially tested with the cobas® liat sars-cov-2 & influenza a/b test. Results of 4 samples were reported out, then re-tested on another unknown platform. The report for these 4 patients were amended to notate the negative results for sars-cov-2. In addition, 2 samples were re-tested on another cobas® liat® system, generated negative results for sars-cov-2. All reruns were performed on the same sample collections. No harm is alleged. No further information of sample ids or run data is available at this time. Investigation is on-going. Six (6) mdrs will be filed.

Manufacturer narrative:
Investigation is on-going. A supplemental MDR will be filed upon the conclusion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Though requested, no additional information was available. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).